Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury. Assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 81-year-old male patient on an impella cp for mechanical circulatory support. While on support the echocardiogram indicated pericardial tamponad. A drain was placed, and 850 ml of blood drained from the patient¿s chest. The patient later expired while on the impella cp support. No allegations were made towards the impella cp for cause of death.

Event description:
It was reported after impella cp support began, flows were lower than expected at 1.4l/min at p5. The patient continued to deteriorate and required increased vasopressor medication and a need for added volume. An echocardiogram was performed showing a pericardial tamponade, and a drain was placed. 850 ml of blood was drained from patients' chest. Two units of blood cells were then transfused and impella cp flows improved to 2.7 l/min at p6. While preparing the patient for transfer, the patient again became hemodynamically unstable, and the flows on the impella decreased requiring increased vasopressor medication. More blood was found in the pericardial space, and the physician was able to drain the blood out of the pericardial space, which slightly improved the patient's vital signs. After a short time, the patient's blood pressure dropped and more blood was found to be collecting around the heart. Flows on the impella dropped to 0.8 l/min on p2. A final attempt was made to stop the bleeding with surgiflo but was unsuccessful. The decision was made to discontinue further measures, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07290 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.